Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a ¿low¿ blood glucose (bg) exact bg unknown. Customer alleged the cause for the low bg was due to the correction factor needing adjustment. Customer consumed carbohydrates to address bg. Reportedly, the customer continued to use current pump for insulin therapy and recommendation was made to discuss diabetes management with a health care professional.